Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for out of range rv pacing impedance for low pacing impedance. Follow-up with the patient¿s physician was unsuccessful after multiple attempts. The rv lead remains in use. No patient complications have been reported as a result of this event.